Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: non-penetrating nicks observed. Creases were observed.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan device. This record relates to the right side.